Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flaw opening. Additional observations: observed stress marks. Observed creases on the surface of the device. Observed wear abrasion on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.